Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced uncorrected visual acuity, distance vision and uncorrected visual acuity, near vision, which didn't get targets. There is no other diseases. The lens was replaced with other lens. Additional information has been requested.